Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3: reference MFR report #: 1627487-2018-03565; reference MFR report #: 1627487-2018-03566. Follow-up revealed the one of the patient's leads was found to be disconnected from the ipg header during surgical intervention on (B)(6) 2018. In turn, the doctor reconnected the lead to the ipg header. Surgical intervention addressed the patient's issue.